Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -14.50 diopter, in the patient's right eye on (B)(6) 2013. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in case/vial; surgical residue was clear; visual inspection found optic and haptic torn. (B)(4).